Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 332 mg/dl at the time of incident and other relevant blood glucose level was up to 500 mg/dl. Customer treated their high blood glucose with manual injection. Customer was using insulin pump system within 48 hours of reported event. Customer did not alleging insulin pump was under delivering. There were no leaks or air bubbles and there were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. Customer was advised to change infusion set. The insulin pump will not be returned for analysis.